Event description:
An infusor lv10 was put in place for orthopedic indication. The total infusion time was 15 hours versus the expected 24 hours. The infusor was filled with 1g of gentamycine diluted with 240ml of naci. Reporter states no patient injury resulted from reported condition.